Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: total delamination of the valve and flat crease. A leak test and microscopic analysis were performed which identified: one opening striated on the posterior and total delamination of the valve. Based on the device analysis the final assessment is: one striated opening due to surgical damage consistent in the use of some surgical tool. And total delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.